Event description:
Related manufacturer reference number: 2017865-2024-60594 it was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and high capture threshold on the right ventricular (rv) lead. Device interrogation noise oversensing, mode switch on the atrial (ra) lead. The physician elected to explant and replace the rv ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and unacceptable threshold were confirmed. As received, a partial lead (only connector portion) was returned in one piece. Final analysis found that the insulation was abraded at 16.1 cm ¿ 16.7 cm from the connector pin. The abrasions were consistent with exposure to constant friction against abrasion region consistent with friction to device can.